Event description:
It was reported that the procedure to treat the left superficial femoral artery (sfa) with moderate calcification and tortuousity and a closed aorto-iliac angle. Pre-dilatation was performed with a 5.0 x 80 mm unspecified balloon using three inflations. The absolute pro stent was advanced in the long introducer. The bifurcation angle crossing was moderate to difficult. The physician unlocked the device, removing the red lateral lock. The stent was attempted to be deployed, but the thumb wheel would not move. The stent was retracted from the anatomy and another absolute pro of the same size was introduced and was deployed with success. No adverse patient effects were reported. Additional information was provided stating that the stent was partially exposed during use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue difficulty deploying the stent was confirmed by analysis. During analysis, the handle was opened and the proximal spool was noted to be out of position with a damaged appearance to the side of the spool. An evaluation of the failure mode was conducted and noted that the spool damage and mislocation could be replicated by kinking or clamping down on the distal part of the catheter while applying a large amount of force to the thumbwheel. As such, this spool damage and mislocation were shown to be likely an effect of force applied to a catheter having difficulty deploying, rather than a defect in the manufacture of the device. The exact cause of the difficulty deploying the device is unknown, however a relationship to the reported moderate calcification in the vessel and the operational context of the procedure is likely. No product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.